Event description:
Boston scientific received information that this pacemaker was implanted on (B)(6) 2006. At a follow up visit on (B)(6) 2007 the device revealed 2 years longevity remaining. Premature battery depletion was suspected. A technical service consultant was contacted and a longevity calculation was performed with the programmed parameters. Approximately 4 years later, the device was removed and returned for analysis. No adverse patient effects were noted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device communicated appropriately with the programmer and paced and sensed normally. To determine if the device had depleted normally, a laboratory technician used an engineering level longevity prediction calculation to assess the rate of battery depletion of the device. Based on the available parameters, the device meets the profile for normal depletion. Having exceeded the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced battery depletion within the normal tolerance for this model.